Manufacturer narrative:
This report is being supplemented to provide additional information to b3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the customer reported event was not confirmed, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found that the two codes, b31 and e218 were not able to be reproduced. Two new events were found at the inspection: the xenon lamps had a decreased light intensity and the procedure was interrupted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source had a b31 and e218 error codes. The potential adverse event issue was found during preparation for use. There were no reports of patient harm.